Event description:
An endeavor sprint drug eluting stent was implanted in the rca. A staged procedure was carried out 3 weeks post the index procedure, a non-medtronic stent was implanted in the obtuse marginal. It is reported the patient experienced coronary artery disease approximately 8 months post the index procedure, the rca and ob mar were treated. Aortocoronary bypass surgery was carried out. Investigator has indicated that the event was remotely related to the study device. It is reported that the patient recovered with treatment. Revascularization. An mi occurred approximately 13 months post index procedure and a non-medtronic stent was implanted to the r-pda. Investigator indicated that the event was not related to the study device. Patient is reported to have recovered.

Event description:
It is reported that the pda was also treated during previously reported revascularization approximately 8 months post the index procedure.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi).